Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer had an e243 focus malfunction that would not allow the device to focus during an inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.